Event description:
A malfunction was reported by the customer, involving a software error detected with a malfunction code display. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, provided instructions for future issues, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to reach out for any further issues.